Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced vision blurry, glare. The iol was replaced with unspecified lens approximately one year six months after initial procedure. Additional information was requested.